Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, inappropriate mode switch due to r-wave oversensing was noted on the device. The patient was stable with no consequences.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.